Event description:
Mobility, infection, and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant faiure type ii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was achieved.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility, infection and inadequate bone quality/bone quantity.